Event description:
As reported by the (B)(4) study, the patient experienced a type a dissection during the index procedure. The target lesions were located in the mid left anterior descending (lad) coronary artery and first diagonal. The lesion in the mid lad was described as 10mm in length, type c, de novo, bifurcated with side branch >= 2.5mm, non-thrombosed, 50% stenosed, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. No pre-dilation was performed. A 3.0x13mm cypher rx stent was successfully implanted at 12atms. A type a dissection occurred after implantation. The stent was post-dilated with an unknown 3.0x12mm balloon catheter at 12atms and a 3.0x8mm cypher rx stent was successfully implanted at 12atms to treat the dissection. No post-dilation was performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. The lesion in the first diagonal was described as 5mm in length, type c, de novo, 80% stenosed, non-thrombosed, side branch <= 2.5mm, with no calcification. The reference vessel was 2.25mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 2.2x12mm balloon catheter at 12atms. A 2.25x8mm cypher rx stent was successfully implanted at 12atms. Post-dilation was performed with an unknown 2.5x12mm balloon catheter at 12atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during implantation of the cypher rx stent in the first diagonal. The event resolved without sequelae. According to the investigator, the event was related to cordis product. Additional information was received confirming plaque shift occurred with the 2.25 x 8mm cypher rx implanted in the first diagonal. There was no difficulty tracking the stent delivery system through the coronary artery. There was no difficulty crossing the lesion.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00199 and 3003742446-2011-00266. The dissection was an edge dissection caused from stent implantation in the mid lad. The dissection was not flow limiting. Timi flow was 3. The patient did not experience any chest pain. There were no post-procedure ECG changes. Cordis product was not used for post-dilation of the cypher rx stents. The proximal edge dissection was treated with implantation of a second stent proximal to the initial stent in the lad. Final results after post-dilation were excellent and the patient had an uneventful recovery.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00199 and 3003742446-2011-00266. Information received from the cypress study indicated that a patient experienced a coronary artery dissection and plaque shift occurred during a coronary artery intervention. The patient's medical history is significant for angina, hyperlipidemia, hypertension, gastric reflux disease and seasonal allergies. The indication for the procedure was stable angina. The target lesions were the mid left anterior descending artery (lad) and the first diagonal (dx). The initial plan was to treat the dx, but there was concern for plaque shift which did occur, thus resulting in stenting of the mid lad, and further treatment for the edge dissection that occurred in the lad. The dx was described as de novo, 80% stenosed and being a side branch of less than or equal to 2.5mm. The lesion was pre-dilated followed by the implant of a 2.25mm x 8mm cypher stent at 12 atms. The stent was post-dilated and the reported residual stenosis was 0%. Plaque shift occurred after implant resulting in the need to stent the mid lad. The lad was described as de novo, bifurcated and 50% stenosed. The lesion was direct stented with a 3.0mm x 13mm cypher stent at 12 atms. A type a edge dissection occurred after implant, the stent was then post-dilated with an unknown 3.0mm x 12mm balloon at 12 atms, followed by the implant of a 3.0mm x 8mm cypher stent at 12 atms to successfully treat the dissection. The second stent was not post-dilated and the reported residual stenosis was 0%. (B)(4) - the product remains implanted in the patient; therefore, is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15051616 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) - the product remains implanted in the patient; therefore, it is not available for evaluation. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069774 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissections and plaque shift are known potential adverse events associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event of plaque shift. The instructions for use (IFU) cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action will be taken.